Event description:
It was reported to philips the device showed a fixed red cross when exiting operator test mode. The issue occurred during testing with no patient involvement. A philips repair bench technician evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips the device showed a fixed red cross when exiting operator test mode. The issue occurred during testing with no patient involvement.